Event description:
It was reported that prior to use in the patient, the 3.5 x 15 mm nc trek balloon was noted to have an area at the distal shaft, near the guidewire exit notch that was not smooth. This was noted before use on the patient and the device was not used. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis noted a torn inner member at the guide wire exit notch.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported damage was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.